Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right atrial (ra) lead implant procedure, the lead was placed to right atrial, and tested threshold was high and lead was undersensing. The ra lead was removed and replaced with another lead with tested threshold, impedance and sensing within acceptable range. No patient complications have been reported as a result of this event.